Event description:
A caller reported that the battery of the t:slim x2 pump would not charge properly. There was no adverse impact to the customer¿s blood glucose level. Although the pump began charging after plugging the wall adapter into a working outlet for 30 minutes, the connection remained unstable. Customer service was contacted, and they decided to send a replacement cable and wall adapter with two-day shipping. If the pump battery depletes before receiving the replacement, the customer was advised to continue using the pump.